Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. The array broke due to surgeon over tightening the clamp. He claimed that there was no hard stop and that the threads were probably worn. The screw on the clamp snapped in half.

Manufacturer narrative:
Reported event: the array broke due to surgeon over tightening the clamp. He claimed that there was no hard stop and that the threads were probably worn. The screw on the clamp snapped in half. Delay of 20 minutes. Device evaluation and results: visual inspection: visual inspection shows broken screw of the 112230 pelvic array assy in neck area with elongation and twisting indicative of tensile failure consistent with over torquing of the screw. No failure of 112240 pelvic array adaptor assy. Dimensional inspection: dimensional inspection was not done because visual inspection was sufficient to indicate failure. Functional inspection: functional inspection not necessary with broken screw. Device history review: a review of the device history records shows that (B)(4) parts with this lot number were manufactured, inspected, and accepted into final stock with no non-conformances. The dates and quantities are as follows: 6/10/15 - (B)(4), 8/6/15 - 10, 8/7/15 - (B)(4), 8/24/15 - (B)(4). Complaint history review: a review of complaints in (B)(4) related to catalog # 112230, lot #19010315 shows 1 additional complaints related to the failure in this investigation. These complaints are: (B)(4). Conclusions: the failure mode described in the complaint of a 112230 pelvic array assy, catalog # 112230 lot #19010315 with a broken screw could not be confirmed. No failure of 112240 pelvic array adaptor assy, catalog # 112240 lot #19070414. Tracking of complaints related to the pelvic array assy, catalog # 112230 will be tracked through quarterly trend request # 813. Corrective action/preventive action: no action is required at this time.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. The array broke due to surgeon over tightening the clamp. He claimed that there was no hard stop and that the threads were probably worn. The screw on the clamp snapped in half.